Event description:
Caller reported that tandem mobi pump battery would not charge despite being properly aligned on charging pad and using correct accessories. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send replacement charging supplies via two-day shipping, and if the pump battery depleted before receiving replacements, the customer would use an alternative insulin management method.